Event description:
The quality of bd's ultra fine insulin syringes has significantly diminished. Several needles in each box I have received over the last 6 months are defective, with broken plunging, bent needles, bent syringe hubs, smudged or missing markings. Most recently, one of the needles came out of the box uncapped, with the needle portion completely broken off of the syringe hub. This is unacceptable. Attempts to resolve this with bd have been unsuccessful. This represents a significant hazard to anyone handling the needles, as well as injections taken with poorly manufactured needles.